Event description:
It is reported that the post broke off the glenoid reamer during surgery. Surgery was completed with a spare reamer in the set. The surgical outcome was not affected.

Manufacturer narrative:
This report will be amended when our investigation is complete.